Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporter phone# (B)(6). Reporting institution phone # (B)(6).

Event description:
It was reported the patient developed a torsades arrhythmia but no alarm was generated by the monitor. It was thought the alarm settings may have been changed and the customer was checking into this possibility. Additional information was receive which indicated the episode of torsades was witnessed by the staff and there was no delay in care due to the alarm issue. Based on this information, there was no harm to the patient related to the alleged alarm.

Manufacturer narrative:
A philips remote service engineer (rse) confirmed that the staff witnessed the patient's torsades, and there was no delay in care due to the alarm issue. The rse also confirmed that the customer was inquiring about the system's usage and why the device did not alarm. The customer was provided with specifications of the monitor to resolve their issue. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was confirmed.